Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer¿s blood glucose level was 2.9 mmol/l. Customer reported that the behavior of the auto mode. Customer mentioned various blood glucose level. Customer had 3.8 mmol/l, 3.7 mmol/l, 3.6 mmol/l and 3.3 mmol/l. Customer reported that they using manual bolus mode when auto mode was exited. The insulin pump will not be returned for analysis.